Manufacturer narrative:
(B) (4): the screwdriver was returned for eval. Visual examination confirmed the sleeve broke between the stress relief fillets of the retaining tabs. Witness marks were noted on the inside u-channel of the broken off portion of sleeve. Microscopic examination of the fracture revealed quasi-brittle fracture, with no indication of fatigue of torsion, suggesting possible bending moment; the crack appears to have initiated at the stress relief fillets, as evidenced by river lines. A review of the device history record did not identify any applicable nonconformance to specification.

Event description:
It was reported that the self retaining portion of the screwdriver broke off during screw insertion. The broken piece fell into the patient. All fragments were retrieved from the patient. No add'l pt complications were reported.